Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the screen was hard to read. The customer¿s blood glucose level was unknown. Customer's were a couple of lines through the middle of the screen that made it hard to read. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.